Event description:
Heart / lung bypass machine in use. Air / oxygen mixer was a component of the heart / lung machine. Oxygen supply was interrupted. Air / oxygen mixer failed to alarm.

Manufacturer narrative:
Device will not be sent back from customer. Device is available for onsite evaluation. Coordinating with risk manager to perform evaluation of device. Follow-up report will be submitted after evaluation.